Event description:
Reporter alleged the customer obtained a discrepant blood glucose value of 419 mg/dl on the aviva system back to back with a result of about 200-299 mg/dl on the emts system when testing was performed within 10 minutes. Reporter stated that at a different time another comparative test of 400-599 mg/dl was performed on the same aviva system back to back with results of 100-199 mg/dl on the hospital meter within 10 minutes. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter did state that the emts were called after the 419 mg/dl result was obtained and the customer was taken to the hospital after the 400-599 mg/dl result was obtained. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she now has only new strips and so no product will be returned for evaluation.